Manufacturer narrative:
It was reported that left hip revision surgery was performed due to elevated levels of cobalt and chromium. During revision the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain or have contributed to the alleged high blood metal ion. According to the provided revision report of the second stage, approximately 8 weeks after the first stage, the infection was due to staphylococcus epidermis and possibly also due to staphylococcus acnes. It was mentioned that the patient had acetabular bone defects at the first stage. Further details about their nature was not provided. An infection occurring approximately 2.5 years after the implantation is called a late infection that are normally hematogenously acquired and not the result of an intraoperative contamination. Based on this investigation the root cause of the reported revision was identified as a late infection for the patient, and our investigation does not indicate this any of the devices involved contributed to the reported underlying staphylococcus infection(s). If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to elevated levels of cobalt and chromium.

Manufacturer narrative:
[(B)(4)].